Event description:
Few days after implant, the patient developed chest pain and went to the emergency department. The patient had low grade fever, an infection was suspected. Loss of capture and no sensing was observed when the device was interrogated. Echocardiography confirmed lead perforation. And as a result both the ICD and the lead were explanted.